Event description:
Customer reported device = 525 mg/dl. Customer called the doctor who advised patient to take normal insulin. One hour later, device = 571 mg/dl. Customer went to the emergency room (ER). ER administered 10 units of insulin. One hour later, ER drew blood and test result = 180 mg/dl. Customer was then discharged from the hospital. No controls. A request was made for return product and replacement product was sent.